Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va0pswz, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they previously weren't doing well in regard to their symptoms and were considering a colostomy. The patient stated that this was due to "one or two of the leads" that were moved, so the therapy was not helping to control their symptoms. They noted that the issues were gradual. A rep assisted the patient with reprogramming, and they report that the programming helped so much, and they noticed how effective the therapy was for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient reported that they exercise 1-1.5 hours per day, including walking, biking, and gym. They do not know why the leads moved, they are an active person but that has been true for years, and their activity did not change. Their weight has fluctuated up to 8 pounds over the years. They do get massages and wonder if that affected the leads. Reprogramming corrected the problem for 6 weeks, but the problem recurred in the last month. The implant is scheduled to be replaced. They stated that this problem demonstrates the effectiveness of the device when it is working. No further device issue alleged / identified. No further patient symptoms or complications were reported.